Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file review. The heartmate 3 system controller, serial number: (B)(6), did not return for analysis. The system controller event log file was reviewed, and timestamps span approximately 6 hours (11:17:14 to 17:43:31 on (B)(6) 2025). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion due to the relative state of charge (rsoc) voltage on the black and white power cables dropping. These alarms occurred while connected to battery power and while connected to the mobile power unit (mpu). Intermittently from 16:54:00-16:57:03 on (B)(6) 2025, while connected to the mpu, both black and white cable rsoc voltages dropped activating a low power hazard alarm. The low power advisory, low power hazard, and power cable disconnect alarms cleared as the rsoc voltages returned to normal values. There were no other remarkable events or alarms found within the log file. The pump maintained a speed within the expected range throughout the file. Additional information provided stated that exchanging the system controller resolved the issue. The root cause for the reported event was unable to be conclusively determined. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including connect to power and low voltage alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient received low voltage hazard alarms despite being connected to either fully charged batteries or a mains power source. The system controller was exchanged and that resolved the alarms.